Event description:
Neutropenic fever acute thrombosis. A (B)(6) male subject identified as (B)(6), enrolled in (B)(6) experienced 'neutropenic fever' and 'acute thrombosis' approximately 10 and 17 days, respectively, following the placement of the study device, the bioflo PICC for chemotherapy, on (B)(6) 2014. The subject had a medical history of left arm pain and numbness ongoing since (B)(6) 2014, hypothyroidism and neck mass diagnosed (B)(6) 2014, radiation induced high grade pleomorphic myxofibrosarcoma stage ill at left brachial plexus ongoing since (B)(6) 2014, nasopharyngeal cancer diagnosed (B)(6) 2010 and radiation therapy in (B)(6) 2010. The subject was initially admitted on (B)(6) 2014 for chemotherapy treatment, which was administered on (B)(6) 2014 and (B)(6) 2014. He was discharged home on (B)(6) 2014. On (B)(6) 2014, the subject had a protocol indicated ultrasound where the technologist reported a positive finding of vein thrombosis; however, the subject was seen in a clinic visit the same day and there was no clinical finding of vein thrombosis. On (B)(6) 2014, the subject presented for routine lab work and was found to have a temperature of 102.5 degrees fahrenheit, mucositis, oral thrush and neutropenia. He had fallen three days prior with resultant laceration to his right eyebrow. He was admitted on (B)(6) 2014 for further work-up and noted to be 10 days post day one of his first cycle of adriamycin/ifosfamide. The subject had felt fatigued post-discharge on (B)(6) 2014 but had not experienced fever or chills at home as well as no shortness of breath, chest pain, palpitations or dizziness. He reported pain in the left arm/shoulder but denied pain around the left upper extremity (lue) PICC area. In addition, the subject also reported mouth soreness and burning. Treatment included cefepime IV 2 g q8 hrs from (B)(6) 2014 and vancomycin IV 1 g q12 hrs from (B)(6) 2014 for neutropenic fever. On (B)(6) 2014, the subject's fever resolved (to 98.6 degrees f) and remained the same until discharge on (B)(6) 2014. On (B)(6) 2014, the subject began complaining of worsened pain and swelling in his lue, which exhibited decreased range of motion with slightly increased girth relative to right upper extremity. A bilateral upper extremity ultrasound with doppler was performed the same day, which revealed complete thrombosis of the left subclavian, axillary and basilica veins with no flow consistent with acute thrombus as well as left side internal jugular lower third with extrinsic compression by the neck mass. The subject was started on lovenox (enoxaparin) 1 mg/kg sc q12 hrs, after which he continued to complain of swelling in the arm, but the pain was no worse than prior to the lovenox. At that time, the PICC line was noted to be well-seated, clean and dry area, with no signs of infection or phlebitis; however, lue showed decreased strength (2/5), with tingling and numbness from shoulder through fingers. The subject was also reported to have significant tumor burden on the lue and therefore, the left PICC was suboptimal in location. A stat order was placed on (B)(6) 2014 to have the left PICC removed and right port placed as outpatient as soon as possible. PICC line removal was scheduled for (B)(6) 2014 with the reason for the delay in removal unknown. Treatment for the acute thrombosis included lovenox sq 80 mg sc q12 hrs from (B)(6) 2014. Additional medications during the hospitalization included vancomycin, fluconazole, magic mix and caphosol (calcium phosphate) for mucositis/oral thrush; ondansetron hci for nausea; dextrose 5%-0.9% nacl for hydration; as well as esomeprazole, amitriptyline, acetaminophen, diphenhydramine, prochlorperazine, docusate sodium, polyethylene glycol, lorazepam, risperidone, fentanyl patch, and levothyroxine. He also received one unit of single donor platelets leuko-reduced for thrombocytopenia, two units of packed red blood cells for anemia, dilaudid (hydromorphone) for breakthrough pain, and heparin flush for prophylaxis and line care. The subject completed vancomycin treatment on (B)(6) 2014 with trough reported within normal limits. The mucositis improved with antibiotics and oral rinses. The event of neutropenic fever resolved on (B)(6) 2014 and the subject was discharged home with scheduled follow-ups at the clinical trial unit (ctu) on (B)(6) 2014. A follow-up phone call per protocol was done on (B)(6) 2014 and the subject reported no bruising, pain or swelling around the PICC insertion site. On (B)(6) 2014, the PICC was removed at 08:51 followed by port placement to continue with his treatment interventional radiology service did not find any bruising, pain or swelling around the PICC site at the time of removal the subject returned for clinic follow-up on (B)(6) 2014 with his primary care physician (pcp) at which time deep vein thrombosis (dvt) of upper extremity was listed as an active problem. The pcp was contacted by the research team on (B)(6) 2014 and it was confirmed that the subject was currently on therapeutic lovenox for the PICC-related dvt. The study site will continue to monitor the sae. Medical records from (B)(6) 2014 showed continuing treatment with lovenox 80 mg sc q12 hrs. On (B)(6) 2014, the referring physician confirmed to the research coordinator that the subject will be receiving lovenox more than two months for therapeutic treatment the acute thrombosis had not resolved at the time of this report. The subject was withdrawn from the study due to the acute thrombosis event concomitant medications included adriamycin (doxorubicin) and ifosfamide for chemotherapy of sarcoma, emend (fosaprepitant) for anti-emetic and dexrazoxane for cardioprotective on (B)(6) 2014; decadron (dexamethasone) for hypersensitivity reaction and human albumin starting on (B)(6) 2014; ifosfamide from (B)(6) 2014 for chemotherapy; lovenox from (B)(6) 2014 for prophylaxis; neulasta (pegfilgrastim) for infection prophylaxis and aloxi (palonosetron) for anti-emetic on (B)(6) 2014; and heparin starting on (B)(6) 2014 for prophylaxis and on (B)(6) 2014 for line care the investigator considered the neutropenic fever to be serious due to hospitalization, moderate in intensity and unrelated to the study device or procedure. The investigator attributed the event to the chemotherapy medications ifosfamide and adriamycin (doxorubicin). The investigator considered the acute thrombosis to be serious due to medical intervention (removal of PICC, port placement and change of medical therapy), moderate in intensity, possibly related to the study device and unrelated to the study procedure. The medical monitor agreed with the investigator's assessments, and considered the neutropenic fever to be unanticipated and the acute thrombosis to be anticipated, based on the instructions for use document.

Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The navilyst medical (B)(4) 2014 complaint report was reviewed for the product family of bioflo PICC and the failure mode "patient injury." No adverse trends were identified. The used PICC was not returned for evaluation, however the event description provided to navilyst medical regarding the clinical study stated that the patient's neutropenic fever to be attributed to the chemotherapy medication ifosfamide and adriamycin (doxorubicin) and unrelated to the study device and procedure. The acute thrombosis is considered to be an anticipated event, based on the device's instruction for use. Navilyst medical manufacturing process controls on the bioflo PICC includes a 100% visual inspection for molding defects and a guidewire insertion test to verify lumen patency. In addition, all catheters are 100 % sprint tested after the guidewire verification to ensure the catheter does not leak. Pasv valves are 100% infusion tested to ensure that the valve opens under pressure in the infusion direction, and that the valve then closes under a defined amount of pressure. Additionally, all valves are visually inspected to verify tha the disc is centered int he valve, a 100% aspiration test is performed on all valves that pass the infusion test.